Event description:
A low glucose readings issue with the abbott diabetes care (adc) device was reported. A customer reported unspecified low sensor scan results in comparison to unspecified readings from an unknown meter. The customer did not notice a trend arrow on the device. The customer experienced symptoms of tiredness. They were able to self-treat with 18ml of humalog insulin. There was no report of death or permanent impairment associated with this event. Reportedly, a sensor scan of 65 mg/dl was compared to a competitor brand meter reading of 267 mg/dl. When the results were plotted on a parkes error grid, fell into the c zone showing the difference in values to be clinically significant. The length of sensor wear was 12 days. However, it is unknown when these readings were obtained in relation to the reported medical event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.